Manufacturer narrative:
The investigation of vascular damage peripheral vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed

Event description:
The complainant reported a 62-year-old male patient in an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Following planned explant of the device, it was documented that an angiogram revealed bleeding in the subclavian artery. Three covered stents were subsequently placed to repair the artery. The patient survived the explant.

Manufacturer narrative:
The investigation for optical signal issue has been completed. Clinical details provided indicate that leading up to the report of "placement signal not reliable" the patient's condition was very unstable. Common metrics such as map and cvp were worsening or improving day to day. Additionally, the report indicates that the higher the p-level, the more psnr alarms triggered throughout the case. Data logs were reviewed, and it can be seen that the first period of psnr occurs on (B)(6) as reported. At this time, the p level is increased to p8, and almost as soon as this happens, the placement signal becomes noisy, snr drops to zero, contrast drops, lamp increase, and gain drops. Then, as soon as the p-level is dropped back to p-5, all these parameters improve. Additionally, during that period, psnr was active the majority of the time. When this alarm is active, it disables the pump's suction alarm. When the pump was dropped back to p-5 and psnr was deactivated, several suction alarms can be seen triggering. This same pattern can be seen again in the logs on (B)(6). To be sure that the console wasn't the source of intermittent low snr, the data logs for the next two pumps run after this complaint pump on the same console were checked, and snr levels were normal. Product was not returned for investigation. Based on clinical details provided and data log review, it was determined that the optical signal issues were most likely due to patient condition. Corrections to the initial MFR report: g1 MDR reporting contact email. H6 med dev prob code 2917 added.